Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (600 mg/dl). The customer stated that a humalog pen would be used for alternate insulin therapy. Shortly before the reported issue, the pump was worn in shallow water in the pool.